Event description:
Customer reported a motor error on her insulin pump. There is also a crack on the battery compartment. She attempted to view the sensor glucose graph during a bolus delivery. Customer's blood glucose was unknown. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test. There was no motor error alarm noted. The motor tested outside of device and passed. The unit was received with minor scratches on the lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)